Event description:
The pt's husband reported his wife had passed away on (B)(6) 2015 due to complication from her pancreatic cancer and that it was not diabetes related.

Manufacturer narrative:
No product was returned for evaluation. No product malfunction was alleged. No qualification records were reviewed; no product lot number was reported.